Manufacturer narrative:
The reported event was infection. As received, a complete lead was returned in three pieces. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to measure s-curve region due to the condition of the lead as received. Review of the sterilization records confirmed normal sterilization cycles for the products.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2024-33368, 2017865-2024-33369, 2017865-2024-33371. It was reported, the system; device, right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead became infected. The system was explanted to resolve the event. The patient was stable.